Event description:
During a laparoscopic appendectomy procedure, the staples did not appear to form properly and the knife did not fire. Another lke device was used to complete the procedure. There was no patient consequence.